Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient lost consciousness due to hypoglycemia. The patient did not experience any warning symptoms, and no alert had sounded for a low cgm reading. It was unknown who alerted the emergencies, but the patient was treated with a glucagon injection by the paramedics. The patient could not remember the blood glucose reading value taken by the paramedics. The patient recovered after treatment and was not brought to the hospital. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient lost consciousness due to hypoglycemia. The patient did not experience any warning symptoms, and no alert had sounded for a low cgm reading. It was unknown who alerted the emergencies, but the patient was treated with a glucagon injection by the paramedics. The patient could not remember the blood glucose reading value taken by the paramedics. The patient recovered after treatment and was not brought to the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.